Manufacturer narrative:
(B)(4). Unit had broken reservoir tube lip.

Event description:
It was reported that insulin pump had crack on reservoir compartment. Customer¿s blood glucose was 4.2mmol/l. Insulin pump will be return for analysis.